Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid for non-malignant pain. It was reported that the patient stated they were having the issue of when requesting a bolus it was taking a long time. The patient confirmed the handset lagged at 90% and mentioned they couldn't get any sleep because of it. They were programmed for up to 8 boluses per day, but stated that they only got about 5-6 because it took too long. An agent reviewed data and assisted the patient in deleting data. The patient was able to connect to the pump with no lag at 90%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting they were needing assistance clearing the data to help their personal therapy manager (ptm) device run faster. Patient commented that they sometimes had to press the communicator button multiple times for it to turn on or off. Patient confirmed there was no visible damage to the communicator but noted that it had been dropped once or twice. However, they did not see anything that corresponds exactly with it. Agent assisted the patient in deleting the data. Patient was able to connect to the pump without any lag stating it was much faster. Patient stated seeing a lockout time of 2 hours and 1 minute.

Event description:
Additional information was received from a patient (con). It was reported that the patient stated they were needing to clear the data on the handset again. The agent reviewed data and assisted the patient in deleting the data. The patient would call back if they need further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.